Event description:
According to the information received, a pre-procedural echocardiogram was used to size the defect and a 25mm amplatzer cribriform occluder (aco) was chosen. The procedure was performed under fluoroscopy only. The aco appeared to sit well but when released from the delivery cable it moved to a different position. Intracardiac echo was used to check the position of the aco but during this time the aco embolized to the aorta. The aco was percutaneously snared and pulled down into the bifurcation and the patient was sent to surgery for removal of the device. Additional information has been requested, including imaging of the implant procedure, surgical procedural outcome and patient information, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer cribriform occluder involved in this incident since it was discarded by the hospital. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive since the device was not returned for analysis and the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.